Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:01:29. During night drain cycle one, the patient's ultrafiltration reading was 7361ml, indicating the home patient (hp) drained 7361ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) event was not confirmed through event history log review. The actual drain volume during drain one of the therapy started on (B)(6) 2011 at 19:01 was 1954ml, which does not meet iipv criteria for a largest prescribed fill volume of 2100ml. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent. Additional information: h9